Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during fill 4 of 4. The warning occurred several times. Patient stopped treatment. Fluid was found in the pump module area of the cycler and on the external cassette. Fluid leaked from cassette door and cassette but patient was not able to find any pinholes. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse event. The patient went to the clinic and finished treatment. The patient is still using the same cycler. The cycler set was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during fill 4 of 4. The warning occurred several times. Patient stopped treatment. Fluid was found in the pump module area of the cycler and on the external cassette. Fluid leaked from cassette door and cassette but patient was not able to find any pinholes. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse event. The patient went to the clinic and finished treatment. The patient is still using the same cycler. The cycler set was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.